Event description:
The customer reported that their remote network station's (rns's) are not automatically rebooting after a generator test or power loss. Currently 4 different departments are being affected by this issue. No harm or injury was reported.